Manufacturer narrative:
Product complaint # (B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: child's nervous system (2019) 35:1385¿1392; doi:10.1007/s00381-019-04149-5. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products (prolene suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon products (prolene suture) used in this procedure? Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number patient demographics. (B)(4).

Event description:
It was reported in a journal article with title: treating nasoethmoidal encephalocele in a low-resource country: a surgical experience from a philippine multidisciplinary craniofacial team. The purpose of this observational prospective study was to report initial results and complications of philippine patients with nasoethmoidal encephalocele surgically managed with an approach adapted to an environment with limited financial resources. Between january 2015 and may 2017, a total of 21 patients (n=11 females and n=10 males, mean age: 3.5 years) with nasoethmoidal encephalocele and underwent intracranial and extracranial surgical repair of nasoethmoidal encephaloceles were included in the study. The bone defect was sealed with split frontal bone grafts and fixed in position with pds 2-0 sutures (ethicon). The medial canthal tendons were isolated and fixed to the medial suborbital region with prolene 4-0 sutures (ethicon). If the medial orbital walls were compromised, the medial canthal tendons were fixed by transnasal suturing (prolene 4-0) (ethicon) with no bone support. Complaint included wound infection (n=1) which resolved with antibiotics and wound care. The result of this study presented a successful surgical repair of nasoethmoidal encephaloceles in philippine patients by a local multidisciplinary craniofacial team.